Manufacturer narrative:
A ge service rep performed an on site investigation. The communication error was verified and it was determined that the system would intermittently fail to boot. The interconnect cabling and the cpu board were replaced. Additionally, the front casters of the c-arm were replaced due to normal wear and tear. The system was tested and found to be working as intended and placed back ton service.

Event description:
It was reported that the 9800 system had intermittent communication errors. No pt involvement was reported.